Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was requested, however, it was not provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 226.6 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to due to tricuspid regurgitation and insufficiency. It was also noted by the surgeon that the device was "too large for annulus." No other details were provided.